Event description:
Pt scheduled for right and left heart catheterization. During angiography, slow flow was noted in the lad with the catheter wedged into the proximal lad. Pt immediately set up for ptca with stent placement. Intra-aortic balloon pump inserted while pt was stable. Angioplasty to lad attempted. A high torque floppy wire would not cross the lesion, then a silk wire crossed, but physician could not deploy stent. During attempt, guide wire came out of the lad. Pt then intubated. At this point, x-ray fluoroscopy malfunctioned and physician was without x-ray guidance. Fluoroscopy never came back. Svc rep was called for guidance on troubleshooting, but pt was pronounced at 10:24 am.